Event description:
It was reported that during a lap unknown procedure, the clip was fed into the jaws sideways. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). The analysis results found that the er320 device was returned in good visual condition with a clip in the jaws; the clip was removed in order to measure jaws width and they were found to be within specification. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled and fed and formed eighteen scissored clips, and then the remaining clips were formed as intended. In addition the device locked out as intended. Although it is not possible to conclude how the circumstances occurred, it is known from the history of the instrument that an incorrect/excessive application of torque to the jaws during instrument use creates a misalignment of the tips. In addition as per the instructions for use ¿do not excessively twist or torque the instrument jaws when positioning the instrument on a vessel and firing. Excessive twisting or torquing may result in clip malformation.¿ the batch record was reviewed and no anomalies were noted during the manufacturing process.